Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the scope connector leaking while the user was handling the device, and water invaded the device, causing abnormality of electronic parts. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. E315 was reported due to immersed video connector. Additional device evaluation findings were as follows: the 3rd party repaired video connector was damaged with leakage, e204 was reported due to defective charged coupled device (ccd) unit, the heat shrink tubing of the lta cable were repaired by 3rd party, the angulation was insufficient, due to damage on ccd unit, the specified resolving power was not obtained, due to corrosion on the plug unit, the image was not displayed, due to damage on ccd unit, the monitor shows a white screen with no image, due to a crack on scope connector, water tightness was lost, the image guide protector had discoloration, the universal cord had discoloration, the forceps channel port had corrosion, the control unit was dirty, the color ring had a crack, the flexibility adjustment ring had a scratch, the grip had a scratch, the suction cover had a scratch, and the scope connector cover unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e315 error. The issue was observed during routine maintenance, therefore, no procedure or patient harm was associated with this event.